Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the complete lead was returned severed in two segments approximately 7.5 cm from terminal pin. Extracting stylet remains stuck inside the distal segment. No irregularities noted at lead tip.

Event description:
Boston scientific received information that during an implant, this lead was difficult to place. The lead became stuck in the tricuspid. It would not free up. The physician cut the lead. The lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.